Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited oversensing of noise leading to pacing inhibiton. The polarity was reprogrammed from bipolar to unipolar and sensitivity was adjusted to bridge the time before the procedure. Subsequently a procedure was performed where the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.